Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: improper component placement, occlusion of native vessel.

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The physician planned to push up the ipsilateral leg to the bifurcation of the right external iliac artery and the right internal iliac artery when the leg was deployed. However, its distal end was unintentionally located in the right external iliac artery. The physician tried to push up the endoprosthesis using a balloon catheter and a sheath. It was unsuccessful and the right internal iliac artery remained partially covered. Blood flow to the right internal artery was kept. After that, the procedure was concluded. The patient tolerated the procedure.